Manufacturer narrative:
(B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Event description:
It was reported by the clinical support specialist (css) that there was excessive bleeding at the sheath hub around the intra-aortic balloon (iab). As a result, the surgeon opted to remove the iab and place a second one. There was no report of patient complications, serious injury, or death.

Manufacturer narrative:
(B)(4). The reported complaint of sheath leaked is not able to be confirmed. The product was not returned for investigation. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported by the clinical support specialist (css) that there was excessive bleeding at the sheath hub around the intra-aortic balloon (iab). As a result, the surgeon opted to remove the iab and place a second one. There was no report of patient complications, serious injury, or death.